Event description:
Cognitive issues, ptsd; I had ect treatments 22 in three months time, I do not believe I was fully informed at all about the risks, or at least I do not remember, I have very little memories available to me, has caused me great angst, heartache, and undue depression, lack of self awareness as well as my family's history, ptsd, visual disturbances, hearing disturbances, thank you for your time. FDA safety report ID# (B)(4).